Manufacturer narrative:
Concomitant product: product ID 3708120, serial # (B)(4) , implanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4) , implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4) , product type programmer, patient; product ID 39565-65, serial # (B)(4) , implanted: (B)(6) 2013, product type lead. (B)(4)

Event description:
It was reported that the patient had lost a lot of weight, about 40 pounds, since surgery. It was noted that mostly lower body weight was lost. It was noted that patient reported that the implantable neurostimulator (ins) was close to the skin now and popped out when the patient sat down. It was noted that the patient could move the ins but it was not flipping.